Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level almost 300mg/dl. A supply change was performed resolving he occlusion alarms. A system check was performed using the pump supplies in which no occlusion alarms had been received on, and the pump performed as intended. Tandem technical support educated the customer in regards to causes of occlusion alarms.